Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of six devices that were used during the same procedure. Reference manufacturer report numbers: 3005099803-2009-05525, 3005099803-2009-05526, 3005099803-2009-05527, 3005099803-2009-05528, and 3005099803-2009-05529 for the associated device reports. It was reported to boston scientific corporation that six resolution clip devices were used during a colonoscopy procedure performed on (B)(6), 2009, to treat a post polypectomy bleed in the splenic flexure (pt over 18 years old). According to the complainant, the sheath was not removed when using the first five clips. The first clip deployed but would not attach to the tissue. The second clip deployed and clamped but would not detach and tore the site. The third clip opened and deployed, however, it hung sideways and moved around without control once out of the sheath. The fourth and fifth clips were deployed but were difficult to detach and tore the site. Finally, the sheath was removed and the sixth clip deployed. The clip grabbed the tissue but was very difficult to detach. It appeared to do more damage to the site rather than close the area. At that point they decided to quit trying to use the clips, as more damage to the area was occurring. The scope was not retroflexed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.